Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. Stryker performed a clinical review of this event and determined: based on the information provided lucas did cause the skin abrasion, which is a common side effect described in the lucas IFU. This type of injury is not considered a serious injury, as treatment does not typically involve professional medical/surgical intervention to prevent permanent impairment. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The FDA contacted stryker to report that a customer's device tore through the plastic suction cup and caused a skin injury to a patient's chest. This issue is patient related; however a clinical review determined device use did not cause a serious injury.